Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and eight days after start of the support, the pump stopped. Reportedly, there was high motor current with saturated flows before the pump stopped. As a result, the pump was explanted. Therapy/treatment provided to after explant of the device is unknown. However, the patient was reported to be in stable condition after the event.

Manufacturer narrative:
The investigation of pump stop and saturated flow has been completed. 2the pump was returned. Data logs were not recovered. Visual inspection showed extensive biomaterial build up and both inflow and outflow cages. The pump was unable to be run with the biomaterial on the impella. The pump was soaked in warm water and tergazyme and biomaterial was removed. The pump was run at both p-4 and p-9 without issue. Impella defective alarm not reproduced. Pump stop could not be reproduced. The cause of the pump stop was most likely biomaterial as biomaterial was found on returned product and pump stop reproduced; removing the biomaterial enabled the pump to run. The cause of the saturated flow was most likely biomaterial due to biomaterial found on returned product; saturated flows reproduced in the lab. D9 date device returned to manufacturer added. G1 manufacturing site name and address was erroneously on the initial manufacturer device report number 1220648-2025-26125.